Event description:
The hospital reported loss of mechanical ventilation during a case. Ventilation was stopped, then the unit was restarted and mechanical ventilation resumed without issue. There was no patient injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).